Event description:
During a paroxysmal atrial fibrillation ablation procedure, it was noted that blood was leaking from the valve unless a catheter was inserted inside. The procedure was completed successfully without replacing the introducer with no adverse consequences for the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.